Manufacturer narrative:
Added that this report also constitutes a product problem. The ae box was selected on the initial medwatch. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a (B)(4) report forwarded from safety surveillance dept. For (B)(4). Only additional and/or corrected information will be contained in this report. This report is against (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.